Event description:
It was reported that last monday they saw software problem message. Patient also mentioned that they also saw a message that data has been lost. They were able to update the time however, they were not able to update the date. Agent had patient reset the controller. Agent reviewed software problem message and walked patient thru updating the time. Patient mentioned that they would sometimes see that their stimulation would turn off automatically. Patient mentioned that whenever stimulation is off, they would be in a lot of pain. Agent reviewed scenarios where stimulation would turn off. Patient insisted they didn't turn it off and that the implant battery would always be at 50% and above. Agent redirected patient to healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.